Event description:
IV started on child using #22 jelco angiocath by smith medical. Catheter inspected by nurse prior to stick and was confirmed intact. Pt IV started with initial stick. Catheter reported as threading with ease. No complaints of pain, no signs of infiltration, dressing dry and intact. IV remained in for 10 hours. Pt received medication through IV. Toradol and morphine. Ten hours later when IV was discontinued and catheter was revealed not to be intact.